Manufacturer narrative:
The investigation of purge leak ¿ pump has been completed. Pump was not returned for investigation. Data log review was not required for this case. As per the given clinical, purge was leaking from red handle without observed any purge related alarm. The leak location could not verified without product back. The cause of the purge leak issue was not determined since product was not returned and sufficient clinical information was not provided. E4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The complainant reported the patient was on impella 5.5 support and during support, there was purge fluid leaking out of the red plug. The fluid had the consistency of dextrose. There have been no purge alarms or high flow issues since the leak has been reported. The staff monitored and support continued. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿